Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient presented to the clinic due to low flow alarms. An echocardiogram (echo) revealed an improved ejection fraction (ef) of 35%. CT angiography showed flow through the pump with normal velocities at the inflow cannula and outflow graft. The patient¿s laboratory results were within normal limits with a lactate dehydrogenase (ldh) in the 200's u/l and clear urine. The patient¿s anti-hypertensive medication dose was increased. The patient was also on sildenafil for pulmonary hypertension. Reportedly, it was thought that the low flow alarms occurred due to the patient¿s improved ejection fraction so the set pump speed was increased to 10,800 rpm. The patient was stable, the alarms resolved, and the patient was sent home. On (B)(6) 2017, the low flow alarms recurred and a right heart catheterization was performed. The patient¿s systolic pulmonary artery pressure was 60¿s-70's mmhg, cvp 10 mmhg, and the pulmonary capillary wedge pressure was 14mmhg. An echocardiogram showed the left ventricle was reportedly full, the septum was midline and the patient¿s systolic blood pressure was 140 mmhg. There was mild right ventricular dysfunction. Nipride and nitric oxide were administered to the patient in the catheterization lab to decrease systemic and pulmonary pressures, but the low flow alarms continued after the pressures were regulated. The left ventricular pacing lead was turned off to determine if decreasing contractility would improve flow though the pump. The patient was admitted to the intensive care unit. The lvad system controller was exchanged without improvement in flow. A system controller log file was submitted and reviewed by a representative of the manufacturer's technical services team. The log file did not reveal any device issues; the lvad system appeared to be operating as expected. Reportedly, the patient remained stable, ambulatory and asymptomatic with a normal ldh level. A dobutamine drip was initiated without any improvement in flows. A repeat CT angiogram was performed and a narrowing of flow in the outflow graft at the connection to the outflow elbow was observed. On (B)(6) 2017, the patient was taken to the or where it was discovered that the outflow graft was twisted. A small incision was made at the distal end of the sternum to obtain access, and the outflow graft collar and bend relief were removed. A 320 degree twist in the outflow graft was revealed, which was straightened by the surgeon. Hemostasis was obtained, and the lvad flows returned to normal. No thrombus was noted. The patient had a stable post-operative course and was discharged home on (B)(6) 2017.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, the report of a twisted outflow graft could not be confirmed. The log file captured continuous low flow hazards where the calculated flow was captured as 2.4 lpm or lower with the pump operating at the set speed of 10,800 rpms. No other adverse alarms were captured in the log file. It was reported that a CT angiogram showed that the patient's outflow graft was narrow underneath the outflow graft bend relief. On the day of surgery, a small incision was made, and upon detachment of the outflow graft bend relief and collar, a 320-degree twist was noted in the outflow graft. The outflow graft was straightened, hemostasis was obtained, and the vad flows returned to normal. No thrombus was reported. The patient had a stable post-operation course and was discharged home. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.